Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Involved r-pilot 25mm that broke during use is not available and cannot be analyzed by our laboratory. Nothing unusual to report was found during dhrs review (batches #1497001,1497671,1500538). The unused files has been taken and evaluated, and were found in compliance with specifications (measures + torque test). Added of the files already received through previous complaint pr#(B)(4) (evaluated and found in compliance with specifications in the past), we can consider that the product of vdw batch #254612 is conforming (representative sampling). No fault found, product meets specifications.

Event description:
In this event it was reported that a r-pilot broke during use. The separated piece could not be retrieved and was incorporated into the filling.